Event description:
It was reported that the programmer may have had an issue with the stylus pen and the surface lead cable connector. It was further noted that the closures on the back cover were broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that there was a problem with the electrocardiogram (ECG) connector, the connector was broken. It was also noted that the power cord bay door had two broken latches and the error log showed that an error had occurred once in the past.